Event description:
During a pci procedure involving a calcified and 100% stenotic lesion, the maverick otw balloon rutpured at 12 atms on the initial inflation. A terumo introducer sheath, and a mach 1 guide catheter were also used in the procedure. No patient injuries or complications were reported.